Event description:
It was reported by service report that the brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - brake tube pin; spiral retaining ring.